Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010. Evaluation of the device found battery - high impedance; the incorrect recommended replacement time (rrt) battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported that the device reached eri (elective replacement indicator) less than five years after implant due to the new criteria in the firmware. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
Asku